Event description:
A surgeon reported that an intraocular lens (iol) was noted to be damaged following insertion. The iol was removed and replaced during the same operative procedure. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).